Event description:
It was reported that the patient experienced a backup battery fault. It was the second time. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.